Event description:
It is reported that during surgery when making the preliminary anterior and posterior femoral cuts with the fbi a/p cut guide, size c and then later deciding to up-size to a d. When they used the size d mis femoral finishing guide, there was no bone available to make the final posterior cut.

Manufacturer narrative:
This report will be amended when our investigation is completed.